Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and a portion of catheter tubing. Dried blood was observed on the interior and exterior. An 8fr sheath was returned separate and it was noticed to be an 8fr sheath instead of 7.5fr sheath. A portion of the catheter tubing, y-fitting and extracorporeal tubing was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 76.2cm from iab tip. An underwater leak test of the balloon and portion of catheter tubing and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problem. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A device history review could not be performed since the lot & serial number was not provided. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 through dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a balloon rupture occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).